Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that dull knives has been observed using a microscope prior to use. There are times when the surgeon will elect to use this knife anyway and sometimes it needs to be replaced with a new knife because it is dull. Patient harm has not been reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the tip of the knives were dull prior to use, but they were used anyway; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).